Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler leaked at the outlet port. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no consequences to a pt as a result of this event.